Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed, and the station had been in disconnected mode and offline on remote smart service. The field service engineer (fse) arrived onsite, and medications had been moved to another fridge, ensuring no delay in medication access. The technician removed the latch and installed a new one in the smart remote manager. The staff ran multiple inventory counts, and the issue did not return. The system functioned as intended after the field service engineer repaired the device.